Event description:
It was reported the loop at this snare detached in the pt during a polypectomy procedure. Another unit was used to complete the procedure successfully. The pt's condition is good. No other details regarding the circumstance surrounding this event are available. A portion of the device was rec'd, evaluated and retained by this MFR. The engineering eval indicated a visual exam revealed the loop had detached from the coupling. The detached loop segment was not returned for eval. Crimp marks were noted on the ball weld which is located at the end of the cable. This is a possible indication that the loop was not properly crimped during the mfg process. The co has since implemented a 100% in-process pull testing during loop assembly which should eliminate this malfunction in the future. No other complaints have been filed against this lot number.